Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving gablofen (500mcg/ml at 62.56mcg/day) via an implantable pump. It was reported that the physician was performed a laminectomy, which was unrelated to the pump when they inadvertently damaged the catheter. They repaired it using a drain pin rather than the catheter connector or pin, ensuring. The pump was interrogated by a pain team and did not show stall or other alarm that can be observed by interrogation. Side port was not performed. The issue was resolved. The medical history was partial spinal cord injury.